Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient mentioned they have had their pump randomly stall two or three times in the past, two of which were connected to an airflight. Patient stated 'whether 2 being connected to an airflight is incidental or not, I don't know, but I couldn't hear it (the pump alarm), but I knew that it stopped because when I went into the office they said it stalled and you could feel it - you started going through withdrawals from the pain medication and it was not pleasant - it's a desperate feeling'. Patient stated this occurred with previous pumps but did not clarify when asked. The patient stated 'one just stopped'. The patient was redirected to their healthcare provider to further discuss travel considerations.